Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for 30 minutes. There was no reported adverse impact to customer's blood glucose level as a result of the issue. Customer declined a follow up from tandem technical support.